Event description:
On (B)(6) 2010, patient reported having issues with her down button on her infusion device. Patient stated when she attempts to bolus; she has to press the button several times in order to get it to work. Patient reported the issue started about a week ago. Patient stated she will press the buttons 2-3 times and then it will finally work. Patient reported the issue is intermittent. Patient stated the buttons pop back up when pressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.